Manufacturer narrative:
The product was not returned. Photos were provided. The images of the photos were blurry. Red arrows were placed to indicate areas of customer concern. The optic in the photos appears potentially damaged. However, due to the distorted visual clarity of the photos, we cannot confirm the reported damage without a sample evaluation. Product history records were reviewed and documentation indicated the product met release criteria. Associated product information was not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported complaint.the product was not returned. Photos were provided of the lens in the eye. Areas of customer concern were highlighted with red arrows. Due to the distorted photo we cannot confirm the reported damage without a physical sample evaluation. Due diligence has been performed in an attempt to obtain further information on this event. The reporter has not responded to request for follow-up information. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, an area of the lens surface was torn.lens was still inside the patient eye. Additional information was requested.